Event description:
It was reported that the device has a frayed power cord. This event occurred during docking. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The service technician evaluated the unit and found no signs of a frayed power cord. The unit was returned to service.